Manufacturer narrative:
(B)(4). Actual device evaluated. No failure detected, device operated within specification. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 105 to 115 mg/dl. The customer reported symptoms of hypoglycemia. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.